Manufacturer narrative:
Event date; (B)(6) 2018. Date of report: 06dec2018. Philip's international service technician reconnected the cable and the machine worked normally. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Event description:
The customer reported error machine and proximal pressure sensors failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.